Event description:
Per the clinic, the internal magnet was explanted on (B)(6) 2025, due to poor retention and feedback issues. The patient was reimplanted with transcutaneous osia implant system during the same surgery. Additional information has been requested but has not been made available as of the date of this report.